Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 400 mg/dl for the last three days. The current blood glucose was 355 mg/dl. Customer changed out the set and delivered a bolus but the blood glucose was not coming down like they should. Customer treated high blood glucose with bolus. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.